Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to difficulty breathing/short of breath. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to bipap device's sound abatement foam and became degraded and caused the patient to have difficulty breathing/short of breath. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.  Section e1 was corrected and h6 updated in this report.

Manufacturer narrative:
Additional information was received on october 12, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to a bipap device's sound abatement foam. Additional information was received about the allegation of respiratory tract irritation. Section e1 was updated. Section h6 health effects: clinical codes has been updated in this report.